Event description:
A device report from (B)(4) indicated a clinic from (B)(6) reported: surgeons complained that during a procedure using the saw, cutting tips, it damaged the patient's dura. It was reported that the cutting tips were too aggressive during the procedure. The damage to the dura was repaired without any complication.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Unable to provide the manufacturer and/or the date of manufacture as no device was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.